Manufacturer narrative:
Gtin: not available. It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The morphine-patient has had an MRI between the (B)(6) before a food-surgery. On the (B)(6) he came with a lot of pain in the stereotaxie-ambulance of the hospital. Ignoring the failure shown in the cu (pump reset error) "infusion stopped" they programmed a higher daily dose and start the pump after clock synchronisation. The patient got a critical drug overdose and was send to the ic in the hospital! They reduced the daily dose and the patient is fine now.